Event description:
The customer observed an ongoing issue with elevated rbc and hemoglobin results generated from the cell-dyn 3700 in the closed mode. The customer stated wic/rbc/hgb/and platelet values obtained were 14 - 30% higher than values generated with another cell-dyn device. The customer inspected the analyzer and performed troubleshooting procedures to resolve the issue. After troubleshooting and service to the analyzer, quality controls were run and within specification. The customer provided the following hemoglobin results from two cell-dyn 3700 anlayzers for sid (B)(4) = 23.4 g/dl, 20753ak = 17.9 g/dl. The falsely elevated hemoglobin result was not reported to the medical provider, therefore, there was no impact to patient management.

Manufacturer narrative:
Date of event and date of this report: a typographical error was made in the initial medwatch submission for the date of event and date of this report. The date was incorrectly submitted as (B)(6) 2010; the correct date was (B)(6) 2012.

Manufacturer narrative:
No consequences or impact to patient (B)(4). High test results (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported that imprecise results on multiple parameters were generated with the cell-dyn 3700 analyzer. The customer performed several troubleshooting steps without resolution; therefore, a field service visit was scheduled for resolution. An abbott field service representative (fsr) reviewed the cell-dyn datalog and confirmed the issue. The fsr attributed the sporadic imprecise results to a crushed silicon tubing which was replaced. The fsr ran quality controls, adjusted the gain settings, and confirmed the instrument was performing within specifications. Based on the event details and investigation, no product deficiency was identified for the cell-dyn 3700 analyzer and the customer issue was isolated to a crushed silicon tubing.